Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported when using the avea ventilator on neonatal continuous positive airway pressure (ncpap) mode. The continous positive airway pressure (CPAP) was displaying no greater than 0.2 liters per minute (l/m). The customer performed a leak and ncpap characterization test which the device passed. The reported device was also displaying "occlusion" alarm during the occurrence. The customer reported patient involvement but no allegation of patient injury/harm.